Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of 125 ohms. The patient had recently been seen in clinic and the shock impedance had been 122 ohms at that time. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this rv lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.